Event description:
It was reported that this right ventricular (rv) lead showed a sudden increase in pacing threshold values. The output is programmed to trend but at a rv automatic threshold test, loss of capture was observed at a lower than programmed output value. The patient is lowly rv paced; therefore health care professional will continue monitoring the patient. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.